Event description:
A report was received that the patient was experiencing pocket site discomfort. The patient will undergo a pocket revision to relocate the ipg.

Manufacturer narrative:
Additional information was received that the patient's pocket site was revised successfully and the patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing pocket site discomfort. The patient will undergo a pocket revision to relocate the ipg.